Manufacturer narrative:
The explanted pump and the replaced external portion of the driveline were received for evaluation. Approximately 18.5 inches of the external portion of the driveline was returned for evaluation. Rescue tape was observed approximately 2 inches to 13.5 inches from the metal connector. Upon removal of the rescue tape, damage to the outer silicone jacket was observed approximately 5 inches and 8.5 inches from the metal connector; however, the underlying bionate appeared unremarkable. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and high potential (hipot) testing did not identify any breaches to the wires that would have resulted in the reported event. The explanted pump was returned assembled with the driveline severed approximately 8 inches from the pump housing. A segment of the driveline containing the previous repair site was returned, measuring approximately 14.5 inches, and the distal end of the driveline was returned in a segment measuring approximately 21 inches. Breaches in the insulation of the orange wire were observed approximately 7 and 7.5 inches from the pump housing. Additional breaches were observed in the insulation of the yellow wire approximately 7.5 inches from the pump housing and the green wire approximately 6.5 inches from the pump housing. The damage to the orange, yellow, and green wires resulted in exposed inner conductors and appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the exposed conductors of the orange, yellow, or green wires made contact with the metal braided shield while the system controller was connected to a tethered power source such as a power module, the resulting electrical short to ground could have resulted in the pump stops and low speed advisory/hazard events observed in the submitted log file while operating on the power module. In addition, if the exposed conductors of the yellow or green wires made direct contact with the conductors of the orange wire, or the exposed conductors made simultaneous contact with the metal braided shield, the resulting phase-to-phase short could have resulted in pump stops on any power source. Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to the reported event. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. A review of the device history records showed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation.approximate age of device - 4 years, 10 days. The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that patient came to the clinic for a routine follow up and reported hearing the lvad alarm about a week prior, while connected to the power module, but when looking down, the alarm had resolved. The patient reported that the lvad system had not produced any alarms since that time. On interrogation, a low speed advisory and pump off alarm on had occurred on (B)(6) 2017. The patient was asymptomatic. A log file reviewed by the manufacturer¿s technical service representative confirmed one pump stoppage event. On (B)(6) 2017, a percutaneous lead (driveline) replacement was completed with no issues. The patient was placed on shielded cable with no issues. However, the patient had a recurrence of the alarms after returning home following the driveline repair that evening, reporting low speed operation and driveline disconnect alarm. The lvad remained connected to batteries over the weekend without issue. A log file reviewed by the technical service representative confirmed a pump stoppage event following the patient's return to home. The patient received a pump exchange on (B)(6) 2017. No additional information was provided.